Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified high glucose sensor scan readings and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer was provided unspecified third-party treatment. There was no report of death or permanent injury associated with this event. A sensor scan of 15 mmol/l was obtained and compared to a competitor brand meter result of 4.10 mmol/l. The results/comparison readings when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was three days.